Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The following defects of the subject device were noted during the evaluation: the distal end was worn-out, the adhesive of the distal end and bending sections were worn-out, and excessive handling stress was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that light guide connector of a olympus endoeye flex 3d deflectable videoscope was loose. Upon inspection and testing of the subject device, it was observed that the distal end adhesive was deteriorated. This report is being submitted for the event found during evaluation. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the defect was caused by the stress of repeated use, external factors, or handling. It is recommended to the user to instruct the method of handling regarding the usage environment, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information: h6.